Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement; however, there was no patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm # 38" was confirmed during device evaluation. Service determined that the cause was due to damaged force sensing resistors, which were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). There was no patient involvement for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.